Event description:
It was reported that during da vinci-assisted surgical procedure, after 20 minutes of working, the system indicated that the pressure was too high for harmonic ace instrument. The blade broke five minutes later. Spare instrument was used, and procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the harmonic ace instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have one blade broken at the base. A piece approximately 0.084" x 0.433" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. Additional observation(s) not reported by site: the instrument was connected to an in-house energy generator. The instrument failed the energy recognition test, and the instrument generated the message "replace instrument".

Event description:
Refer to h11 for follow-up information.